Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles calcification - like in device outer surface, delamination of plug strap disk shell and one curved opening. A microscopic analysis and leak test were performed which identified one opening crease sharp and total/partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease sharp in the side anterior assessed as fold flaw opening and total delamination of plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.